Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unlocked lcd keypad connector. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected buzzing sound anomalies noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, stained address/serial number label, missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. They were not able to press buttons, nothing would happen. Then the screen went blank with the version display and buzzing sound. The time on the screen advanced. Customer's blood glucose level was 248 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.